Event description:
It was reported that program three gave the patient a "shocking sensation," which occurred on (B)(6) 2012, so she was not using that program. Additional information was requested, but was not available as of the date of this report. Please see related manufacturing report #3004209178-2012-11065 for related events; the patient stated she also had a loss of effect and a urinary tract infection (uti).

Event description:
Additional information indicated that the patient did not have concerns with her device/therapy.

Manufacturer narrative:
Product ID 3093-28, lot # v833301, product type lead.

Manufacturer narrative:
(B)(4).